Event description:
It was reported the patient is without stimulation. The patient also stated her scs system has not worked in approximately 6-8 months; however, she declined troubleshooting. The patient is to consult with the physician regarding surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.